Event description:
Customer reported loss of communication between the passport 2 monitor and gas module which may have affected gas monitoring . No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and replaced the communication port.